Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that when the patient presented in clinic for a follow up, high capture threshold, insulation anomaly, and high, out of range, pacing lead impedance on the rv lead were observed. The lead was capped and replaced on (B)(6) 2019. Post operative check was normal. Patient was discharged without incident.